Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient faced an event of leakage at cannula on (B)(6) 2025. The infusion set was used for two days. Also, the issue occurred with one infusion set. No further information available.

Manufacturer narrative:
E1: ptient's city: (B)(6). Patient's country: canada.